Event description:
A chronos study patient presented with recurrent right l4 radicular syndrome on (B)(6) 2012. The patient initially presented on (B)(6) 2010 having experienced leg pain for more than 12 months. He had previously been treated with narcotics, muscle relaxants, nsaids, non-narcotics, oral steroids, chiropractic treatment, physical therapy, injections, massage and use of a tens unit. On (B)(6) 2010 patient underwent procedure using expedium implants and a chronos strip at l4-l5. Patient reported recurrent pain in the right leg with weakness in the right foot and increased right sided low back pain on (B)(6) 2012 and patient was referred to physical therapy. Reportedly the pain is not related to the device or the surgery and a severity of pain is indicated as mild.

Manufacturer narrative:
This file failed submission for (B)(4) 2012 and the medwatch was closed. The medwatch was reopened, patient ID and phone number corrected, and is being resubmitted. Device was used for treatment not diagnosis. (B)(6). Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.